Manufacturer narrative:
The customer returned the meter and strips for investigation. The returned test strips were measured with the returned meter in comparison with the current test strip master lot. For this purpose two human blood samples from warfarin donors and internal reference meters were used. Donor #1: retention meter and master lot strips: 2.4 inr, customer meter and customer strips: 2.3 inr. Donor #2: retention meter and master lot strips: 1.7 inr , customer meter and customer strips: 1.6 inr. The maximum difference between measurements with the same blood sample was 0,1 inr. The maximum difference between measurements with the same blood sample was 4%. Returned customer material and retention material comply with the specification. Complained lot and meter have fulfilled the release criterion of product control.

Manufacturer narrative:
This event occurred in (B)(6). Occupation was lay user/patient.

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). At 07:00 am, the result from the meter was 5.4 inr. At 11:15 am, the result from a coaguchek xs plus/pro ii meter was 1.4 inr. There was no allegation of an adverse event. The therapeutic range was 2.3 - 2.5 inr. The suspect product was requested to be returned for investigation. Relevant retention test strips (lot 286320) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from (B)(6) donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is greater than 4.5. Values greater than 4.5 inr showed an increasing (B)(6) bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.